Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedance remained unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the representative tested impedances at 0.7v contact 10 showed greater than 10,000 with all combinations. The caller reported contact 10 was not being used in any combinations and there were no programming concerns since it was not being used in programming. No patient symptoms or further complications were reported as a result of this event.